Event description:
A pt reported blood glucosxe results of 7.9 mmol/l, 9.1 mmol/l, 8.7 mmol/l, 13.1 mmol/l and 9.6 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.